Event description:
The customer reported the system would not power up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd-pc2 board assembly was replaced. The system was then found to be operating as intended.